Event description:
Patient experienced abdominal bleeding which was considered life threatening while enrolled in protocol for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat. The pt underwent liver resection surgery in 02/2004. The liver resection surgery was uneventful, with liver surface hemostasis. The estimated blood loss was 800ml. Post-operatively the pt started to bleed and a significant drop in hemoglobin (hgb) and hematocrit (hct) was noted. In 02/2004 at 22:39 the pt's hgb was 11.7 g/dl (normal 14.0-18.0 g/dl), hct 36.6% (normal 42-52%) and the platelet count was 166 10x3 (normal 140-440 10x3). The next day at 06:06 the patient's hgb was 9.4 g/dl, hct 29.3%, platelet count 121 10x3, and activated partial thromboplastin time (aptt) 26.7 seconds (normal 23.8-32.2 seconds). Subsequently, on the same day the pt was taken to the operating room (or) for an exploratory laparotomy. In the or an evacuation of an abdominal hematoma was done, and no active bleeding was found. The same day at 12:36, the pt's hgb was 8.2 g/dl, hct 25.3% and platelet count 127 10x3. The following day a significant drop in their hgb and hct was noted: hgb was 4.7 g/dl, hct 14.7%, the platelet count was 125 10x3. Once again the pt was explored with similar findings. The pt required numerous blood products to maintain blood volume. The next day the pt's hgb and hct levels stabilized; hgb 12.1 g/dl, hct 34.9% and platelet count 106 10x3. On that date the event was considered resolved.